Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation of the imaging system has been performed as a site biomedical engineer reported that the fuses were replaced on the imaging system with resolution. No parts have been received by the manufacturer for evaluation. Issue resolved via troubleshooting.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not charging. The imaging system was moved out of the operating room (or) and into the hallway. There was no patient present when this issue was identified. No additional information was provided.